Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had been having problems with pain in her right hip. Their previous doctor gave her a shot in hip area before he left (at the end of (B)(6) 2019) that made her feel better. They said the shot helped her but dr. Had told her the patient may have a little arthritis in her hip. The patient said she wasn't sure if it was the arthritis in hip causing this pain or if this pain was a "new development". The patient stated that the hot water hurt her back this morning and she was in pain so she wanted to have stimulator adjusted. They said stimulator did work for her but she didn't run the stimulator all the time. She had been on 5.3v and had gone up to 7v but that was the highest she went and got relief, the patient said a couple times when she increased stimulation and laid down on the couch her legs went out and she felt like she was being electrocuted. They she had a problem with their right leg cramping and had to take pain medicine. They were redirected to follow up with their doctor because they had an upcoming event where she would have to do a lot of walking so she wanted this above issue address before next week. They were going to see if adjusting current settings resolved issue but if this didn't she is going to make a doctor's appointment to have the rep reprogram device. No out of box failure was reported. No further allegations/complications were reported.